Manufacturer narrative:
According to the customer on 1/9, her machine would not work, it is not blowing the medicine out and that she is supposed to receive her neb kits regularly. The customer stated there was no injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 1/9, her machine would not work, it is not blowing the medicine out and that she is supposed to receive her neb kits regularly.